Event description:
The patient called lifescan on 10/22/2004 alleging that the lfs meter would not power on. The patient has vision problems and did not troubleshoot with the representative. Medical affairs was unable to get in contact with the patient a letter to obtain more clinical information. The patient mentioned that she was unable to test her blood glucose and contacted emergency services. Patient was unable/unwilling to verify if she experienced any symptoms at the time of testing. Her blood glucose was high and she did not provide the reading obtained on the hospital meter. She refused to provide detailed information about the incident. The batteries were replaced less than a year ago and were in good condition. The meter would not power on when the patient pressed the down on the power button. Customer service sent the patient a new meter. Based on the information provided at this time, there is no evidence of a serious injury. This case is being reported as a malfunction, since the power issue was not resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it, and if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.